Event description:
It was reported the implant screw broke during an implant procedure. It could not be confirmed that all pieces of the implant were removed from the patient. The hospital retained the implant; and therefore, the device could not be analyzed.